Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problems (service code 102, service code 204) have been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and service code 204 (belt/monitor unusable). The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile fault) and service code 204 (belt/monitor unusable).